Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were observed via remote transmission. Possible myopotential oversensing was suspected. Programming changes and induction testing were recommended. Another call was later made to report episodes of nsrvo and nsvt. Episodes appeared to be caused by small amplitude high frequency signals consistent with myopotentials. Periods of long pauses were present and the patient was dependent and symptomatic to the oversensing. Patient was presyncopal. Programming changes were made during the session and the patient will be followed remotely.